Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a chipped bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped bending section cover, the cause was due to some kind of stress, such as damage or deterioration of parts, electrical, environmental, and maintenance problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.